Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 354 mg/dl. The emergency medical services was dispatched at customer home and she was treated at home on (B)(6) 2016. Customer did not go to the hospital. Customer was able to perform the high pressure test and passed. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with healthcare provider regarding high blood glucose.